Event description:
On 10/17/96 during removal of dura while undergoing craniotomy, "dura substitute" purchased from co was implanted. The pt suffered fluid build up which was drained on 12/12/96. Fluid continued to accumulate on 12/26. "Dura substitute" was removed.